Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross radiofrequency pigtail wire and a watchman fxd curve access system (was) were inserted for trans-septal puncture (tsp). Upon advancement of the wire and was to the superior vena cava (svc), the physician began drop down. On fluoroscopy, it appeared that the catheter was whipping around in an attempt to find tenting on the fossa. At one point it appeared, via fluoroscopy, the catheter unintentionally jumped across the septum. The physician pulled the devices back and re-attempted to advance the system to the svc again and drop down onto the fossa. The physician then crossed the septum without radiofrequency. The was was positioned at the laa and a 27mm watchman flx closure device and delivery system (wds) was deployed and recaptured several times. During the deploying and recapturing, a pe was identified around the right atrium and the patient's blood pressure was low. The physician continued with release of the 27mm watchman flx closure device after successfully meeting release criteria. A surgeon was called to assess the pe. A pericardiocentesis was performed and dull colored fluid was removed. The patient remained intubated and approximately one (1) hour post-procedure, the physician determined that the patient was stable and expected to fully recover. The physician suspected the pe was caused during tsp.